Event description:
It was reported that there were white lines across the screen after the device was upgraded. The lines were obstructing the values. The unit was not connected to a patient. No patient involvement.

Manufacturer narrative:
The device has been returned to masimo for evaluation. When the investigation is complete a f/u report will be submitted.